Manufacturer narrative:
Device evaluation details: the device was visually inspected, and it was found shaft damaged. Then, deflection test was performed, and the catheter failed. The catheter was dissected, finding that puller wire was broken inside the handle a manufacturing record evaluation was performed for the finished device 30251840m number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on shaft and puller wire breakage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified internal metal components exposed. It was initially reported by the customer that there was a deflection issue. During the atrial fibrillation (afib) operation, the catheter could not deflect (to the specification). A second catheter was used to complete the operation. There was no report on adverse event on patient. On 7/7/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 7/24/2020, the catheter was inspected and it was found that the shaft was damaged 22 cm from handle with metal exposed. This returned condition was reviewed and assessed as an MDR reportable malfunction.